Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that patient complained of chest pain. A remote monitoring transmission indicated that the right ventricular auto capture threshold measurement was above the expected range. The lead remains in use. No patient complications have been reported as a result of this event.